Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose before her admission was over 500 mg/dl and dropped to 200 mg/dl by the time she was hospitalized. The customer stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.